Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery alarm. The customer¿s blood glucose level was 472 mg/dl at the time of incident. Customer declined troubleshooting and stated they have tried all remedies to resolve the no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.